Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found that the network adapter was showing as unplugged, connected it to the port designated for a refrigerator (not in use at that site), which established network connectivity successfully, documented the wall jack number and escalated the findings to the customer, confirmed that the issue required information technology (it) resolution. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated. There were no adverse events or injuries reported based on this event.